Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove the mesh", however, medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number 0010301, lot number huwg0585 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and remove the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove the mesh", however, medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document information provided via patient medical records. The medical records provided do not indicate what may have caused the complications experienced by the patient in 2017. Infection and fistula formation are known inherent risks of surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. The additional information obtained from the patient's medical records does not change the initial determination, no conclusion can be made. Updated fields: a2, a4, b2, b4, b5, b6, b7, e3, g1, g4, g7, h2, h6, h11. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6)2012: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number 0010301, lot number huwg0585 was implanted to repair the hernia defect. (B)(6)2017: the patient underwent an additional surgery to repair the hernia defect and remove the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per medical records provided by the patient's attorney: (B)(6)2012 the patient was diagnosed with symptomatic umbilical hernia and underwent repair with implant of a bard/davol ventralex mesh. (B)(6)2017 the patient presented to urgent care with complaints of abdominal pain. Reported swelling, redness and increased temperature. Patient was recommended to go to hospital ER. Patient was diagnosed with abdominal wall cellulitis. (B)(6)2017 the patient was diagnosed with chronic umbilical wound drainage, infected abdominal wall mesh (ventralex) and underwent an enterocutaneous fistula takedown with primary repair of small bowel. Per the operative report details, "the umbilicus was lifted off the fascia, exposing an infected ventralex mesh. The mesh was resected in its entirety away from the surrounding soft tissues. After I removed the mesh, I realized that the mesh had eroded completely through the wall of the small bowel, leaving an enterotomy about the size of the mesh. There was one loop of small bowel stuck to the abdominal wall here. Resected chronically inflamed wall of small bowel; resultant enterotomy closed with vicryl sutures. Removed infected umbilicus that contained fistula tract."